Manufacturer narrative:
The subject device is not available.

Event description:
The patient underwent uneventful stent assisted angioplasty of the occluded left vertebral artery. It was reported that approximately 15 hours post procedure, imaging revealed in-stent thrombosis of the implanted stent. The physician performed a thrombectomy procedure with a competitor retriever device. It was reported that during the procedure the competitor retriever device became engaged with the implanted stent; therefore, it was explanted/removed. The area where the stent was extracted from as well as the proximal vertebral artery had irregularities consistent with dissection. The physician proceeded to place additional stents due to the persistent areas of dissection. After placement of the third stent the dissection flap appears to be improved and good antegrade filling was seen into the posterior circulation. The procedure was concluded and the patient was transferred to intensive care unit in stable hemodynamic and neurological condition. It was reported that approximately four days post the index procedure the patient died following withdrawal of care due to debilitating stroke.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, thrombosis and vessel dissection are known and anticipated complications to these types of procedures and patient condition, and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent uneventful stent assisted angioplasty of the occluded left vertebral artery. It was reported that approximately 15 hours post procedure, imaging revealed in-stent thrombosis of the implanted stent. The physician performed a thrombectomy procedure with a competitor retriever device. It was reported that during the procedure the competitor retriever device became engaged with the implanted stent; therefore, it was explanted/removed. The area where the stent was extracted from as well as the proximal vertebral artery had irregularities consistent with dissection. The physician proceeded to place additional stents due to the persistent areas of dissection. After placement of the third stent the dissection flap appears to be improved and good antegrade filling was seen into the posterior circulation. The procedure was concluded and the patient was transferred to intensive care unit in stable hemodynamic and neurological condition. It was reported that approximately four days post the index procedure the patient died following withdrawal of care due to debilitating stroke.